Manufacturer narrative:
(B)(4). The customer reported the device failed to pass op check and then freezes (op check hang). There was no reported pt involvement. Phillips evaluated the device and confirmed the issue. The software was reloaded to resolve the issue. The device passed all performance test assurance tests and was sent back to the customer. As of (B)(4) 2011 there have been no further calls for this device.

Event description:
The customer reported the device failed to pass op check and then freezes (op check hang). There was no reported pt involvement.